Event description:
Customer reported, an electrical contact of this inform meter is blackened, the white plastic above the contact has a black dot that appears to be a burn mark. Customer reported no pt symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system. Replacement was sent.